Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unknown side implant busting.

Event description:
Patient reported "unknown side busting". Device has been explanted. Manufacturer of device is unknown.